Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2014. This report is filed (B)(4) 2014. Device is currently not available.

Event description:
Per the clinic, in (B)(6) 2014 (specific date not reported) the patient experienced inflammation and pain at the implant site and was treated with antibiotics. At a later date (date not reported), it was reported by the surgeon that the internal magnet has became dislodged. The implanted device remains.